Manufacturer narrative:
D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Legal manufacturer: (B)(6).

Event description:
During servicing of a gehc mr system, a service contractor brought a ferrous crimping tool into the magnet room when it was pulled from their hand by the magnet. It is reported the service contractor sustained a dislocated finger and laceration to the right palm that was sutured.

Manufacturer narrative:
H3: ge healthcare (gehc) has concluded its investigation into the incident involving a ferrous crimping tool brought into a scan room by a third-party contractor while supporting gehc field service engineers (fes) during a servicing event. Magnets inherently attract ferrous objects, and the magnet functioned within specification when it attracted the ferrous tool. The root cause was identified as user error of inattentive personnel. The signa creator/explorer service manual gradient coil replacement procedure, and the mr systems service safety manual, both provide adequate instructions and warnings for handling gradient crimping and cutting tools in the magnet room, and service personnel are responsible for following the gehc safety procedures. The existing mitigations which include warning signs on the scan room door, site protective measures (e.g., controlled/locked access), user and service safety manual instructions and patient pre-screening instructions are in place and effective. No further actions are planned by gehc.